Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. D4, g4: catalog number 886-42584-05 is not sold in the us. Similar device catalog 852-011-42584-05 is sold in the united states. This product was used for the di and 501k.

Event description:
The complaint/event occurred on an unspecified date and involved a transpac¿ IV monitoring kit, disposable transducer, 3ml squeeze flush device, macrodrip. The device reportedly leaked an unspecified non-chemotherapeutic drug at the connector. There was no physical damage observed on the device. Although there was a patient involved in the event/complaint, there was no harm.

Manufacturer narrative:
D9 - date returned to mfg on 9/5/2024. The reported complaint of leakage was confirmed on the returned set. An image was provided by the customer showing the involved device. No visual anomalies were observed on the returned set. Functional: when the returned set was primed and pressure leak tested (equipment cal ID: p-1g-078) per psp.x.mk, a leak was observed from the walls of the blue housing. When the blue housing was cut open, the gel cup region is observed to be broken/ bent. Corrosion was observed inside the blue housing. The probable cause of the broken gel cup region had occurred due to an error during automation at manufacturing. A device history report (DHR) lot # review could not be conducted because no lot number(s) was/were identified.